Event description:
Finally received refurbished philips dreamstation bipap machine. It arrived dirty with a cracked screen. Called philips and got a "ticket" number. They say they will send another. Just wanted to let you know their quality control doesn't seem good. How can I trust foam to be replaced if machine is not even clean? FDA safety report ID# (B)(4).